Event description:
It was reported that the patient has not had any reoccurrence of dislocation since last revision procedure. The patient is not schedule for a revision procedure at this time. Upon reassessment the event is no longer considered reportable. Please void the initial report.

Manufacturer narrative:
(B)(4). This follow-up report is being submitted to relay additional information. Multiple MDR reports were filed for this event, please see associated reports: 0001825034-2021-01965-2. It was reported that the patient has not had any reoccurrence of dislocation since last revision procedure. The patient is not schedule for a revision procedure at this time. Upon reassessment the event is no longer considered reportable. Please void the initial report.

Manufacturer narrative:
(B)(4). Multiple MDR reports were filed for this event, please see associated reports: 0001825034-2021-01965-1. Medical products: item#: unknown, unknown glenoid; lot#: unknown. Customer has indicated that the product will not be returned to zimmer biomet for investigation, as the product location is unknown. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that the patient underwent an initial right shoulder arthroplasty approximately two (2) years and eight (8) months ago subsequently, the patient revised approximately seven (7) months after the initial surgery due to an unknown reason. The need for a second revision has been indicated due to dislocation; however, this revision has not yet occurred.